Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify pump errors 42, 4, 3, 79, 53, and 80 alarms due to critical pump error (open book image) alarm. Moisture damage was also found on the force sensor and motor during visual inspection.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error. The customer¿s blood glucose was unknown at the time of incident. Customer was able to clear the alarm and able to complete insulin pump rewind. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.